Event description:
It was reported that the customer's insulin pump is damaged. The reservoir compartment where the paradigm connector sits is missing. Blood glucose level was not reported. The product is being returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip. Unit received missing o ring in the reservoir tube. The device had cracked battery tube threads, case at reservoir tube window corners, lcd window, and case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.